Event description:
It was reported that the attachment heated up. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
Device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and corrosion was found. The corrosion is most likely caused by improper cleaning/sterilization techniques. Due to the extensive corrosion, the device could not be repaired. The device was discarded and a replacement was provided to the account.